Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. No pre-dilatation performed and lesion treated was a restenosed previously stented lesion. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design. Reportedly, no pre-dilatation was performed prior to stenting a restenosed previously stented lesion. It should be noted that the IFU instructs: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. Additionally, the IFU cautions: safety and effectiveness of the xience v stent have not been established for subject populations with previously stented lesions. It is unknown how, if at all, this contributed to the reported patient effects.

Event description:
It was reported that on (B)(6) 2008 the patient underwent a proximal right coronary artery stenting procedure with one 3.0 x 8 and one 3.5 x 18 xience v stents. On (B)(6) 2009, the patient experience angina and underwent coronary artery bypass graft in the index target lesion on (B)(6) 2009. The patient's condition resolved and the patient was discharged on (B)(6) 2009. Though requested, there was no additional information provided.